Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 121 mg/dl. The customer stated that every set change change the cannula is bent. The customer reported that the alarm was resolved by a complete set change. The customer is unable to troubleshoot because she change set prior to the call. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarms occurs in order to troubleshoot.